Event description:
I had the blu u kerastick treatment. I had it for the 14-15 minutes suggested time. The pain was bad but they had cool air flowing on your face to help. About 5 hours later my teeth started hurting. A few hours after that my head felt like it was going to explode. I went to bed. The next morning my face was tender, but not burning bad. By noon, I had started throwing up and that continued until approximately 7 pm. My face was burning so bad, I had been told to put cool wash cloths on my face if I had pain and a cool wash cloth was no help. Was warm the minute it touched your face. I needed something cool, but no cool peas or anything was suggested except wash cloths. I went and got a small fan and aimed it at my face. The next morning I could not open my eyes as my face was so swollen. I went and put a cool wash cloth until I could open them. "My husband was horrified at how I looked." By monday/tuesday my skin had started to crust. Small alligator like hunks, still horrid burning and no relief from anything. I used the aloe to "cool" it, but that was a farce. The moisture did help my skin. About that time my left eye started watering, which concerned me. This went on all week, the crusted skin and eye watering, which got worse. Finally, my skin started coming off in pieces. Not sheets like a mild sunburn would do . I went to the eye doctor to have my eyes checked. She said some cells were pulled from my eye when it was swollen so bad and the watering was the eye's way of protecting. That would slowly go away. On (B)(6), I noticed wrinkles appearing. At first I wasn't sure, but I called my sister and niece and they saw it too. This was a daily ritual to see how many more wrinkles appeared overnight. My niece said I looked like someone who has had a stroke, the way my face was drooping. It is now 16 months later and my face is still getting worse. I complained about the wrinkles when I went back and was really ignored. When I complained again, I was given a prescription for retinol. I do not know how many cream would even begin to repair the damage the blu u has done to my face. I am hoping the sagging will stop, but now I have sunken cheeks due to the loss of collagen. I have a high tolerance of pain. Over the years I have had 4 surgeries on my hand, with no pain medication afterwards. This (B)(6), I had gall bladder surgery with no pain medication after surgery. They should tell you the truth, this is painful and you need pain medications and ice packs. This is not a mild sunburn.